Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify two crease sharp opening on posterior around have non-penetrating nick and missing piece of the shell. Based on the device analysis the final assessment is a crease sharp opening on posterior due to a fold flaw opening, non-penetrating nick, and missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.